Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation. A computed tomography (CT) scan was performed and confirmed that the lead had migrated. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively. The explanted lead was disposed of at the facility and was not returned to bsc.